Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the burn on the distal end was caused by a component failure. Additionally, the control unit and scope cover were dirty due to leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope distal end had a burn, the scope cover was dirty, and the control unit was also dirty. There was no patient involvement.